Event description:
The customer reported that the water reservoir, on their elecsys 2010 rack analyzer, leaked due to a cracked valve body. No patient results were affected and no operator injuries occurred. A replacement valve body was sent to the customer. The customer installed a new valve body which resolved the issue. The investigation showed the crack might have been caused by syswash, therefore, the part is recommended to be changed every six months during preventative maintenance. No injury due to the fluid was reported by the customer.